Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the entrapment of device cannot be determined. The poor image resolution is related to patient/procedural circumstances. Foreign body in patient appears to be related to the procedural circumstances of the clip becoming caught in the anatomy. A cause for the reported mitral stenosis, however, cannot be determined. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip caught in chordae, foreign body in patient and mitral stenosis it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a flail, posterior prolapse and subvascular calcium was present which resulted in difficult imaging. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip was inserted. The clip was inserted into the left ventricle (lv). In an attempt to reposition the clip, the clip arms were opened, and the clip was attempted to be pulled back into the left atrium (la). At this time, it was observed the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. Although the clip remained entangled in the chordae, the physician was able to grasp the leaflets. The clip was deployed, reducing mr to a grade of 2. It was noted that after deployment, the mean pressure gradient increased to 6.9mmhg. There was no clinically significant delay in the procedure. No additional information was provided.